Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had intermittent button response on the act button due to flattened dome switch. No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl. The customer¿s blood glucose was 40 mg/dl at the time of incident and current blood 224 mg/dl. Customer recalls insulin dripping from end of set before connecting at their site. Customer report customer did not allege insulin pump was over delivering. The customer also state that drive support cap appears normal. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.